Event description:
Nurse discovered the extension set leaking at the junction of the white hard plastic injection port and the clear plastic. Patient also complained that her gown was wet from the IV. This was connected to an infusomat IV set. The extension set was changed and no leak observed. This is the second incident we have experienced with this device. Unfortunately, since this was attached to the patient for a couple of days the packaging was not available. The manufacturer was notified.